Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing. Patient experienced a sinking/flushing sensation. Upon review of recent egms, myopotential oversensing was suspected. The device was reprogrammed to resolve the issue. Patient was in good condition after the programming changes.